Manufacturer narrative:
Supplemental submitted to document device evaluation results.

Event description:
It was reported during a procedure at the user facility that the blade broke in the device. The procedure was completed without a clinically significant delay and no adverse consequences were associated with this event to either the caregiver or the patient.

Event description:
It was reported during a procedure at the user facility that the blade broke in the device. The procedure was completed without a clinically significant delay and no adverse consequences were associated with this event to either the caregiver or the patient.